Event description:
Caller reported experiencing an occlusion alarm. Blood glucose level was reported at 18.9 mmol/l. To resolve the issue, the customer manually injected insulin, changed the soft cannula infusion set and cartridge, and successfully resumed insulin delivery. Additional support was not required as the occlusion issues were not frequent or recurring.